Event description:
During preparation for a coronary drug eluting treatment procedure, the stent came off the balloon. The taxus express2 3.0x12mm drug eluting stent came off the balloon during preparation. The physician pulled another device and completed the procedure. No patient complications occurred. Patient status is satisfactory.